Event description:
It was reported by the patient that they were "having problems lately" and their nurse suggested that it may be because of their device. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5054-52, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.